Event description:
Custom pack c-section includes drape with pouch, seam on pouch failed and exposed provider to fluids. Therapy start date: (B)(6) 2017. Therapy end date: (B)(6) 2017. Diagnosis for reason of use: c-section procedure.